Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft obstruction, and a correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of fluid overload and symptoms of right heart failure decompensation cannot be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further additional information has been provided at this time. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) , until passing away due to right ventricular failure and cardiogenic shock on (B)(6) 2024. No autopsy was performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this document cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow events were recorded. The patient had fluid overload and symptoms of right heart failure compensation. The cause of the low flow alarms was an outflow graft obstruction which was stented; the stented outflow graft resolved the alarms. It was noted that there were no changes to patient condition, anticoagulation status, or pump parameters that may have contributed to the obstruction. Gated computed tomography (CT) and echocardiogram were performed to diagnose the obstruction. The stent resolved the obstruction, and the patient remans in intensive care unit level care. Log files were submitted for review. The log file captured low flow alarms on 22nov2023. There were also several momentary low flow events recorded, some of which were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues that caused these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.